Event description:
It was reported that during a pvi ablation, the patient experienced a pericardial effusion which was confirmed by ultra sound and x-ray. The procedure was aborted and a pericardiocentesis was performed. The patient received fresh frozen plasma and blood. The patient's blood pressure was stabilized and was transferred to ccu.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 rmt system - us catalog #: fg560000 serial #: (B)(4); stockert 70 system - us catalog #: s7001 serial #: (B)(4); cool flow pump - us catalog #: cfp002 serial #: (B)(4); lasso 2515 nav variable catheter us catalog #: ln122515ct lot #: 15381036l. (B)(4).